Event description:
This malfunction was noted before utilizing device on a patient. Prior to insertion and upon visual inspection, the needle had poked out of the side of the plastic sheath that laid over the needle. Bd insyte autoguard bc 18ga x 1.16in lot 4212205, exp 07/31/2027.